Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications. No evidence of hardware issues or reagent-related contributions was identified. A review of the provided run data confirmed the questioned hbv reactive result (sample ID (B)(6)) with a cycle threshold (CT) value of 35.6. The amplification curve was sigmoidal and robust. No other hbv-reactive samples were present on the same plate, and all run controls were valid, indicating no issues during sample preparation or amplification/detection. Plate position analysis did not suggest cross-contamination from neighboring samples. A definitive root cause for the discrepant result could not be determined. Potential causes include a true positive result due to pre-analytical contamination or a false negative serology result. Further testing, such as anti-hbc testing or donor follow-up, may help clarify the result. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant result with the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 instrument. The allegation involved a sample (ID 9908345) that was reactive for hepatitis b virus (hbv) using the cobas mpx assay with a cycle threshold (CT) value of 35.6. The amplification curve for the hbv result was described as sigmoidal and robust. However, the corresponding serology result for the same sample was negative, leading the customer to classify the result as discrepant. The sample was part of a run batch (5302) that included 35 samples and 4 run controls. No other hbv-reactive samples were present on the same plate, except for one hiv-reactive sample (ID 9908337). All run controls were valid and showed expected results. Blood was not reported to have been released, and no harm was alleged in this case.